Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), (B)(6),; product ID: 7482a40, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), (B)(6), (B)(4). Initial reporter occupation is - other. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for movement disorders. The rep reported that the patient's extension wire had protruded through the skin at their head and an infection occurred. The rep reported that the patient's entire right side ins system was removed. The rep reported that the issue was considered resolved. No device issues reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that they have itchiness but that it was probably their allergies, for about 6 months now. Patient was having some occasional pain in their chest, it was throbbing. It was reviewed for the patient that this was a medical question and advised them to follow up with the health care provider. Patient stated that the stimulator was for the right side of the body, and noted that when they had the left side generator replaced, it was 6 months. Patient stated that they always have them replaced every 3 years. Patient then mentioned that with the previous device, their ear got sore and the skin ripped and came loose around it, and patient was referring to the lead wire that ran by their ear, and said this was 2018. Patient noted they had it removed at some point, and the doctor gave them medicine. Patient asked what metals the leads were made of and this information was reviewed. Patient wanted to know if this would happen again, but confirmed it had not happened again.